Manufacturer narrative:
(B)(4). This lot was manufactured from july 16, 2013 to july 17, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not deliver its contents during infusion. The device was filled with fluorouracil. The device was full of solution after being connected for two days. The patient¿s access port was functioning properly. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.